Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm repeatedly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that the customer reported that battery cap contacts were not damaged. Customer reported that battery compartment was damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 return was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 18-apr-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 09:14:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2025 01:12:00.000, (B)(6) 2025 17:14:00.000, (B)(6) 2025 17:25:00.000 & (B)(6) 2025 17:40:00.000. Insert battery alarm was found on: (B)(6) 2025 08:38:52.000, (B)(6) 2025 17:01:05.000 to 04/18/2025 17:59:51.000 & (B)(6) 2025 18:00:25.000 to 04/18/2025 18:42:48.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 17:06:03.000 to 04/18/2025 17:55:17.000 & (B)(6) 2025 17:55:17.000. Pump error 23 alarm was found on: (B)(6) 2025 18:33:03.000. Power loss alarm was found on: (B)(6) 2025 18:33:14.000 & (B)(6) 2025 18:33:22.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were unexpected. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Failed battery alert/battery failed alarm and low battery alert were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Customer alleged for failed battery alert/battery failed alarm and low battery alert (found on the formatted history file) were confirmed due to corrosion on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.